Event description:
A vygon 1.0 fr. PICC line was placed into a right antecubital vein of an extremely low birth weight infant. Multiple x-rays over 3 days were read by many pediatric radiologists as being placed above the right atrium. Confirmation through an echo showed that the PICC line had always been in the right ventricle. The baby developed a non-life threatening pericardial effusion.